Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. Pump stoppage has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A patient reported having problems connecting his battery to power port 2 of his controller. He further reported that connecting to this port was no longer possible. The vad coordinator inspected the controller and found a bent pin in power port 2 of the controller. A picture of what appears to be a controller bent pin was received. The field safety engineer was contacted and a controller exchange was recommended. The controller was exchanged by the vad coordinator with no reported consequence to the patient. It is unknown how the damage occurred, the vad coordinator believes the patient might have experienced some difficulty connecting and used excessive force. The device had not been dropped.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis revealed that the device failed visual inspection due to power port 1 connector having a bent pin. The bent pin prevented a power source from connecting to the controller. Heartware has opened an internal investigation to evaluate bent pins in controllers and battery chargers. The most likely root cause of the reported event can be attributed to a forced or improper connection to the port causing the pins to bend. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.